Manufacturer narrative:
Due to an increase in reports of similar failures, CAPA 25-007 was implemented. Investigation found a potential issue where if an intermittent loss of connection occurs between the speed control dial and the smartdrive electronics, an involuntary activation of the drive motor could occur. Further engineering analysis concluded that this anomaly would only occur if the speed control dial was powered on and in a forward rotated drive position but in stand-by mode. If the connection is lost and re-introduced while in this position, the electronics would interpret the re-introduction of signal as being a new command to engage the drive motor.

Event description:
Received report claiming while the end-user was using the smartdrive mx2+ device via a speed control dial, claims while dial is in a stand-by/neutral position, on occasion the dial will engage a drive command without physical manipulation. No injuries were reported to have occurred as a result.